Event description:
It was reported that following an orbital atherectomy (oa) treatment procedure, the patient experienced compartment syndrome and required surgical intervention. The physician used a 7f introducer sheath and a contralateral approach to treat a 300cm long, moderately calcified lesion in the superficial femoral artery (sfa). The sfa demonstrated a reference vessel diameter of a 5mm and was not tortuous. The physician pretreated with nitroglycerine, then used a 2.25/solid crown/70 micron oad to treat the sfa occlusion for a total treatment time of approximately 10 minutes. In the post- intervention angiogram the sfa looked great, but below the knee the peroneal was not as clearly visible as it was before the case. The physician assessed that the patient was experiencing spasms, so he treated with nitroglycerine and integrilin and was pleased with the run-off. Following the procedure the patient developed compartment syndrome requiring surgery and her urine was dark brown. The vascular surgeon performed fasciotomies and the patient has been doing fine with no nerve damage. The company representative was not present for this procedure. Additional information has been requested regarding this event.

Manufacturer narrative:
Device analysis: the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The controller functioned normally with another device following this event. The device history record for this lot number was not reviewed as the lot number is unk. The root cause for the reported event is unk.